Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. The generator was returned for failure analysis with the limited information of reported problem. Given lack of specified error coding, the reported issue was not directly confirmable using logs. However, m-02 errors, c-06/m-18/m-11, c-82 errors logged on multiple dates are of concern. M-b1, m-32, m-1f errors also logged in logs. Fa inspection was able to confirm and replicate the reported event; unit tested on system, presents m-02-3/m-02 error on startup.

Event description:
It was reported that during a da vinci-assisted surgical procedure that the customer was not able to fire monopolar energy. The technical support engineer (tse) found no related errors in the system logs. The customer proceeded with a third-party generator. The tse was not able to troubleshoot since the customer was proceeding with the case. There were no reports of patient injury.

Manufacturer narrative:
The probable root cause of customer reported monopolar energy issue is attributed to faulty electrical component inside the generator.

Event description:
Refer to h11 for follow-up information.